Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred with multiple cartridges during basal delivery. Additionally, it was reported that no insulin exited out of the infusion set tubing and cartridge tubing. Customer declined further troubleshooting. Blood glucose level was 480 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure back up therapy was obtained; however no response from the customer was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned.